Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported; however, it was reported that the patient presented with a ruptured aaa measuring approximately 6.5 cm in diameter. The patient has admitted urgently, and the patient¿s pressure was low and had received four units of blood in the emergency room prior to the procedure. Femoral access was obtained and wires were advanced. The device was delivered and deployed. However, repeated unsuccessful attempts were made to cannulate the gate in part due to the blurred view as the patient was receiving manual compressions during the procedure. The physician decided to convert the patient to open rupture repair. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Off label-unapproved or contraindicated use of device (pre-implant rupture).